Event description:
Technician alleged that the bed had a high ground resistance. No pt impact.

Manufacturer narrative:
The technician found the old power cord plug had pinched. The technician cut and restriped the power cord plug to resolve the issue.